Manufacturer narrative:
Concomitant products: product ID: 37602 serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v100718, implanted: (B)(6) 2008, product type: lead. Product ID 7482a40 , serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v090726, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported 2-3 months prior to report the patient had a red patch of skin in the middle of their chest that was the size of a nickel. It was stated the health care professional (hcp) thought it was eczema. It was stated the patient used an ¿application¿ and it went away and was just a dark patch of skin. It was stated it was gone at the time of report. It was noted the patch was in the same spot their ¿medic alert necklace¿ would hang. It was noted the patient had a bump like a pimple in the exact location where the eczema had been. It was noted the patient wondered if the implantable neurostimulator (ins) could have caused the patch or if the ¿medic alert necklace¿ could have interacted with the ins to cause the red pimple. It was stated the patient had switched to the ¿medic alert bracelet.¿ it was noted when the patient laid on their side the ins would get close to each other and they wondered if the ins could interact. It was stated the patient would turn the ins off at night. It was stated the ins would move around and were loosely attached inside. It was noted the movement had been the same since the implant and it was ¿normal.¿ it was stated they were not solidly implanted or embedded. It was stated the patient¿s last ins was replaced due to normal service life. It was further reported the cause of the event was unknown. It was stated there were no abnormal impedance measurements. It was noted it was an ¿unrelated incident¿ to the deep brain stimulator (dbs). It was stated the patient did not require hospitalization due to the event and they had no injury.